Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Subsequently, 10 units of insulin were inadvertently delivered and the customer's blood glucose (bg) level dropped to 40 mg/dl. Customer consumed glucose tablets to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.